Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the physician inserted the device at a 45-50 degree angle and had encountered a little resistance. Adequate mark was achieved and the foot was deployed. It was reported that a cuff miss occurred therefore and device was removed and a second closer s 6 fr. Device was inserted without difficulty. The foot was deployed. As the device was being apposed to the arterial wall, a "click" sound was heard. The physician decided to remove the device and discovered that the device was broken and the sheath remained in the patient's artery. The patient was taken to surgery for tissue dilatation, sheath removal and to achieve hemostasis. The surgeon reported that the arteriotomy site was almost the same site as the prior procedure. It was reported that the patient is doing "well". The patient remains hospitalized for another procedure.